Event description:
It was reported that a spectrum pump overinfused by 15% during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed pm flow rate over 15% limited" was not reproduced. The event history log review was completed. The customer reported that specific date the device failed flow testing. Review of the history log revealed no abnormalities that could cause or contribute to the reported problem. The customer did not provide event parameters. The history log cannot be used to determine if the alarm was true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.